Event description:
It was reported that the patient experienced inflation issue with the ams 700 inflatable penile prosthesis due to fluid loss. All the components were removed and replaced with new components. The patient post procedure status was reported to be good. Additional information received stated that location of leak could be identified.